Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer displayed a blue or black screen when it was powered on. It was determined at analysis that the programmer demonstrated autonomous movement of the cursor on the touch screen and there was deviation and jumping of the cursor observed. Electromagnetic interference (emi) repair has been performed to resolve the touch screen issue. It was noted that the floppy drive was noisy. It was further noted that the upper hinge l and lower hinge l+r were broken. The cord bay latch was broken. The bullets assy were broken. The lower hinge cover plate was broken. All found defective parts were replaced and all other identified issues were resolved. The programmer then passed all final functional tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the programmer displayed a blue or black screen when it was powered on. The programmer has been returned for evaluation and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.